Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The save to disk analysis confirmed a data collection error. The no output condition was the result of a depleted power source. The reedswitch was not confirmed to be stuck at the time of physical analysis.

Event description:
It was reported that the device would not respond to the magnet test, and exhibited no output and an inability to collect diagnostics. It was determined that the device had a stuck reed switch. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.